Event description:
Event was reported to caldera medical by an attorney. Legal complaint states that the patient suffered excruciating pain, laceration of internal bodily tissue and organs, erosion of internal bodily tissue and organs, dyspareunia, dysuria, painful and permanent scarring, inability to walk without extreme pain, permanent bodily impairment and damage, recurrent urinary stress incontinence, related sequelae and other injuries that will require additional corrective surgeries and continuing treatment. No further information has been provided.